Event description:
It was reported to philips that the display was flickering. There was no patient involvement.

Manufacturer narrative:
An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the display cable needed to be reconnected. Based on the available information, it was determined that this was a malfunction of the display cable. The display cable was reconnected to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.